Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt the device continued to prompt a "plug-in cable" message inappropriately. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.